Manufacturer narrative:
No conclusion code available. As received, the device was unable to communicate with the programmer. The cause of the non-communication was determined to be a low battery voltage. Analysis revealed that the device was not within the estimated longevity range and the reason for the battery depletion was undetermined. Further analysis was performed to tested device functionality, mechanical performance, and electrical values; no device anomaly was revealed. The cause of the premature depletion remains undetermined.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
The patient presented with a vibratory alert from the ICD. Upon interrogation the device was found in eri. The device was explanted and replaced due to premature battery depletion. The patient is in good condition.